Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the visual inspection of the received lag screwdriver gamma3® 380x110mm shows severe damage and evident plastic deformation of all the pegs. Most of the pegs are on verge of breaking. All these signs are evident enough to suggest that the screwdriver was subjected to extreme torsional loading as the peg is deformed outwards from its axis. While one peg is forming a u-shaped loop, which confirms there were external forces used which may include hammering or pressing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states that ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry.¿ based on the investigation the root cause was attributed to a user related issue. The nature of damage in the pegs is because of extreme torsional loading including hammering by the user. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the devices broke during medical procedure. The interface to the implant (the four "teeth") is bent so that the femoral neck screw cannot be mounted on it. Replacement was available.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the devices broke during medical procedure. The interface to the implant (the four "teeth") is bent so that the femoral neck screw cannot be mounted on it. Replacement was available.